Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet system and, in response to running high, announced multiple meals, which prompted education on the risks of insulin stacking and algorithm disruption; the user also reported switching to a new batch of prefilled insulin cartridges and later replaced the cartridge with a vial of novolog filled manually, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.